Event description:
It was reported that a month after implant, during a routine clinic visit the physician noticed a significant change in real-time measurements from the values obtained at implant. The ventricular capture thresholds had increased. The r-wave amplitude decreased and the lead impedance increased. The physician decided to reposition the lead. It was successful. The patient's condition is good.

Manufacturer narrative:
Na